Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot the issue with Tandem Technical Support, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.